Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge was decreasing faster than expected. The contact reported filling the cartridge with 300 units; however, the pump logs showed that the cartridge was filled with much less insulin. Additionally, the contact reported filling the cartridge with cold insulin and not removing the air from the cartridge prior to filling it with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue using the cartridge for insulin therapy.